Event description:
The user facility reported that during a heart catheterization using a runthrough wire, the physician placed a stent. When retracting the wire, it got caught on the stent and would not release. While attempting to free the wire, it broke, leaving a portion behind in the patient. They were able to snare some fragments but could not retrieve all. They then trapped the remaining wire fragment against the arterial wall with a stent, ensuring it would remain securely in place. The patient is fine, and the procedure was completed as intended with no blood loss.